Event description:
Initial cea result of 1000 lmth. Sample diluted 1:10 recovered 1427 ng/ml. Same sample repeated the next day recovered 2.xx ng/ml. Additional aliquot of same sample also repeated on the next day, also recovered 2.xx ng/ml. Same sample tested again approximately one week later, sample recovered 2.02 ng/ml. If additional information is received, appropriate notification will be provided.